Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The cse performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test; the device operated within the manufacturing specifications.(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had an unresponsive keyboard. The ventilator was not in use on a patient at the time the malfunction occurred.